Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of overheating was not confirmed through functional testing, disassembly and visual inspection. The components of the device were conforming.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.